Event description:
The complaint received states that during use cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530 / g13220) had resistance/friction during advancement and the coil was severely compressed/damaged when it was removed from the patient. There was strong resistance inside mc during advancement and the coil was removed. Competitor's coil was used after this and it had no problem with the same mc. There was no injury reported for the patient.

Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Cc: the complaint received states that during use cashmere 14 cerecyte microcoil 6 mm x 15 cm (crc14061530 / g13220) had resistance/friction during advancement and the coil was severely compressed/damaged when it was removed from the patient. There was strong resistance inside mc during advancement and the coil was removed. Competitor's coil was used after this and it had no problem with the same mc. There was no injury reported for the patient. The coil was returned with severe compression damage at the proximal end. The evidence suggests that there are two possible contributing factors to the coils resistance inside the microcatheter. The first contributing factor occurred when the sheath¿s locking mechanism caught the v notch on the resheathing tool. This caused the locking mechanism to become embedded inside the v notch¿s fracture. When this occurred; the device positioning unit (dpu and the sheath were most likely bound together. In this condition significant resistance will occur to the coil during advancement. It cannot be determined if the binding between the dpu and the sheath contributed to the proximal coil damage. The second contributing factor may have due to interference inside the microcatheter. This could have produced the multiple sections of severe compression and buckling found to the proximal end of the coil. It could have also caused the coil¿s socket ring to have been pushed back under the outer sheath. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. It was found that the locking mechanism fractured the v notch of the resheathing tool. For optimum product performance and to prevent potential complications; the instructions for use (IFU) recommends; ¿grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end; and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger; as shown in figure 3¿¿ the complaint received was confirmed on analysis. 100% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed events.